Event description:
A malfunction was reported on the pump, but no notable events were identified prior to this issue. The customer was unsure if their blood glucose level exceeded 500 mg/dl. During follow-up, technical support planned to reconnect with the customer to provide information on resetting the pump. No additional information was received regarding the outcome of the event. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.